Event description:
On (B)(6): customer reports via phone, that during an undetermined urology procedure, the table movement failed. Staff moved the pt to another room where procedure was completed without further incident. Customer would not provide pt and procedure information other than pt is fine. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.